Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink solution set leaked. During priming with saline, the set was noted to be leaking from the vent of the drip chamber. There was no patient involvement. No additional information is available.